Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system displayed myopotential oversensing on the right ventricular (rv) lead, with many ventricular tachycardia (vt) events stored. The pacer dependent patient experience pacing inhibition greater than 2.5 seconds and was reportedly not feeling well. Isometric exercises reproduced the myopotential sensing. The device was reprogrammed from unipolar to bipolar to decrease the observed rwave measurement. The patient was to be seen again in the physician's office in four months. No further complications were reported.